Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ICD will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.